Manufacturer narrative:
A visual examination of the complaint device revealed that the exit marker was detached and was not returned. The catheter was found kinked from the balloon hub. The balloon was not wing-folded and was in a relaxed orientation as if it had previously been inflated. A functional evaluation was performed and the balloon inflated and deflated fully. Based on the condition of the returned device, the reported defect of exit marker detached was confirmed. The noted failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the exit marker detached from the catheter and was pushed over the balloon. This caused difficulty deflating the balloon. No part of the device fell inside the patient. It was noted that the catheter was stretched. Reportedly, the balloon was successfully removed from the patient and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015 according to the complainant, during the procedure, the exit marker detached from the catheter and was pushed over the balloon. This caused difficulty deflating the balloon. No part of the device fell inside the patient. It was noted that the catheter was stretched. Reportedly, the balloon was successfully removed from the patient and the procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.